Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultra meter was giving her error 2 messages. The medical affairs specialist listened to the recorded call, as the pt could not be reached by phone to obtain additional info. According to the pt, the reported issue is occasionally ongoing since she had opened a new vial of test strips about a week ago from the day she called lfs. The patient takes insulin based on the sliding scale. She reported of not receiving a blood sugar reading on a night sometime after the issue started. She stated that she could not administer appropriate amount of insulin due to not receiving a reading that night. It is unknown that how much insulin did the pt administer that night. At around 4:00 am that night, she had developed shakiness and some other low blood sugar symptoms. The patient denied of receiving medical attention or testing on another device at the time of concern. It would have been helpful to know her testing frequency and diabetes medication regimen, her sliding scale, how much insulin did she take on the right prior to the incident, what treatment did she provide herself to treat herself, and if she had any changes in her diet during the issue. The customer service agent (csa) verified that the pt was using correct method to test and the condition of the test strips were good. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of administering insulin, but not being able to calculate the exact amount based on her sliding scale due to not being able to get a reading on the lfs meter and later, developed shakiness, which could be associated with severe hypoglycemia.